Event description:
Povidone iodine leaked from the connection between a transfer set and a mini cap. The set had been in use for 180 days. The age of the patient is unknown. There was no patient injury or medical intervention.